Event description:
The customer contact reported, the patient received more medication than intended. At 2000, the pump was programmed to deliver methotrexate 1306mg/250ml at a rate of 11ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the device alarmed for occlusion. The alarm was cleared and the delivery was restarted. At 2130, the nurse noted, the methotrexate delivery was complete. On (B) (6) 2010, the patient reportedly developed mucositis and diarrhea. The patient was treated with an unspecified concentrations of folic acid and bicarbonate. Information was requested from the customer contact regarding patient information, patient outcome, and specific event details. No response was received. Hospira is continuing to investigate the reported event.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4)